Event description:
It was reported that, during an unknown surgery, a t6 linear driver shaft w/ ao qc and t6 holding sleeve broke. Surgery was resumed, without any delay, with a back-up device. It is unknown if this happened during external or internal use to patient. However, patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the t6 holding sleeve is stuck inside the t6 linear driver shaft w/ ao qc, rendering the device inoperable. This device shows significant signs of wear/usage. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.